Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n160877, implanted: (B)(6) 2008, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal. The patient¿s indication for pump use was intractable spasticity. In 2014, the patient¿s first pump (implanted (B)(6) 2008) ¿quit working at one point.¿ the consumer did not know the details of the event, but indicated that ¿it was reading that the patient was getting 6-point something, and it should have been way beyond that.¿ the patient had been taken to the emergency room and was spasming. The pump was replaced in (B)(6) 2014. It was unknown what type of baclofen was being administered, the concentration or dose at the time of this event. Additional information has been requested, but it was not available at the time of this report.